Event description:
A patient called our firm to report irriation in both eyes and iritis in the left eye. The pt was wearing 1 day acuvue brand contact lenses. We contacted the patient's treating optometrist who reported seeing this pt in 2006. The optometrist said the patient had superficial punctate keratitis in the left eye and a mild iritis. The optometrist quantified the iritis as 1 plus cell and flare. The optometrist said the pt was treated susccessfully with pred forte. The patient had follow up visits six and fifteen days later. The optometrist said the patient's left eye was clear at time of the last visit. The optometrist did not know the cause of the iritis. The patient has resumed contact lens wear. The DHR revealed the following: the batch record did not show any abnormalities in monomer and solution testing. All parameters tested were within specification. All sterilization requirements were successfully completed. The product was requested but has not been received.